Event description:
Upon removal of the angiosculpt device from the pt, it was noticed that the device broke at the proximal tip of the balloon. The physician did not have a complaint and there was no pt injury.

Manufacturer narrative:
The angiosculpt device was returned for eval visual examination confirmed one scoring element strut detached from the distal bond. The distal bond is damaged and material lifting was observed, possibly caused from the detachment of the scoring element strut.